Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved with phone support. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extend (vse) instrument was not working like it normally did. The surgeon explained he did not have the energy he normally had. The caller explained they swapped to a backup vse instrument with no change. The staff did not want to troubleshoot. The staff proceeded with the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the instrument issue involved delayed sealing and insufficient sealing. It did not seal completely. There were no errors when the vse issue occurred. There was an audible signal (continuous tone) while the pedal was pressed at the time of the event during the sealing sequence. It is unknown if the seal completed tones were heard. Tissue effect was observed during the sealing cycle. Eventually, tissue was cut that was not fully sealed. It is unknown what the target tissue was. There was no bleeding observed due to the issue. The instrument has been returned already. There are no images or videos available for review.